Manufacturer narrative:
Product ID: 3093-28, lot# v100936, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection with symptoms of burning and pressure with voiding noted. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with cipro (500 mg b.i.d., for 5 days). The outcome of the event was reported, as of (B)(6) 2009, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.